Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e201800. (B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not received yet.

Event description:
It was reported that excessive noise coming from the disposable. There were no patient affects and no affect to the performance of the device that were noticed. I got (B)(6) on a 3 way call with the customer late afternoon on (B)(6) as he has experienced this complaint and let the customer know that there was probably some clot in the device affecting how the cone in the device could be affected causing it to make the noise. Proactively, the customer went ahead and switched out the disposable prior to our 3 way call and is keeping the device to return. Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption #e2018002. (B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was investigated in the laboratory of the manufacturer. An hls module advanced 7.0 has been returned. The sample was contaminated. Under the pump cover, the venous pressure sensor and the venting membrane could be recognized by yellow / orange stuck clots. In the pump were also detected clots. The arterial pressure sensor is corroded. Under the cover was liquid that leaked during cleaning. Sample was cleaned several times with sodium hypochlorite. Module to the cardiohelp connected and vented to IFU. There were no sounds of the pump detected. The arterial pressure and the internal pressure of the oxygenator are measured at display of cardiohelp not displayed. Additional check performed. Leak test of the blood side performed. Despite cap leak was detected at the venting membrane. Exhaust membrane examined more closely. A long crack runs over the entire venting membrane. For this observation a new complaint has been opened(B)(4). The reported excessive noise could be confirmed but not according to the investigation in the laboratory but according to the statement of our director clin. Risk manager. "If through massive clotting the blood flow through the oxy is difficult, then this may possibly led to noises. Noise is indeed possible. Since the clots were rinsed out during the examination before it was tested with the cardiohelp, the basic conditions have been changed. Of course, these sounds are not mandatory, but when the clots are removed, of course, no reproducibility is possible. As a result, it would be possible for the clot to cause abnormal noise in the pump."